Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be files as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist indicated that a patient reported dry eyes, when working at the computer, one month post lasik procedure. Upon examination, patient was diagnosed with superficial punctate keratitis (spk) and overall vision was noted to be good. Add'l info has been requested. This report filed for the patient's left eye. An add'l manufacturer report will be filed for the fellow eye.